Event description:
It was reported that the patient presented to clinic with device shocks. Testing and data review found that the leads were reversed in the device header. The problem was resolved by placing the leads in the appropriate connector ports. No further issues were reported.